Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicate that the customer experienced an insulin flow block alarm. The customer's blood glucose level was 330 mg/dl. The customer was assisted with troubleshooting and stated that they use the auto mode feature. The customer did not return the insulin pump back for analysis.